Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to noise on the right ventricular (rv) lead. Impedance was high, there were short interval counts (sic), and fracture was suspected. The lead was turned off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).